Event description:
Ecchymosis; noted bruises when the sensors were removed. Left forehead bruised and raised area was 2 cm x 1 cm. Right side of abdomen bruised area was 2.5 cm x 3 cm. Right lower back bruised area was 1 cm x 1 cm. By (B) (6) 2009 skin was within normal limits. No treatment.

Manufacturer narrative:
Add'l info: model# is-s, catalog# is-s, lot# a092001. This is one of four similar incidents that occurred at this facility within a three week time period. The product was not returned, so no device eval was done. F/u communications with the facility revealed that this case, as well as two of the other four cases, involved the use of applying a layer of "opsite" to the skin and then applying the oxyalert nirsensor. It is possible, but not confirmed, that the use of the "opsite" may have contributed to the bruising. The facility has discontinued the use of applying the "opsite" prior to applying the nirsensor. Subsequently, it was reported to us that in all cases, no medical intervention or treatment was necessary to preclude permanent damage nor did the incidents result in increased length of hospital stay. Standard of care was provided and the skin issues resolved. Our internal analysis concluded this type of incident (bruising after removal of the nirsensor) has a 0.02% occurrence rate. We have concluded that no further action is required at this time.